Manufacturer narrative:
H3. Analysis found no anomalies and passed final functional jbail test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an external device. It was reported that the patient's communicator was acting up and not charging. The caller mentioned that the orange light stays on and the port was loose. The caller stated that they can hear a rattling sound from the communicator. The caller mentioned that this had been an ongoing issue for about 3 weeks and sometime now. A request was sent to repair to replace the communicator. Additional information was received from a patient representative stating that they had received the new communicator and wanted to connect it with the patients implantable pump. The agent walked the caller through connecting the communicator and the patient was able to get a bolus.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6). Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6) ubd: 30-jun-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.